Event description:
On 11/08/2023, it was reported by a distributor via sems-06394344 that an ar-400 drill saw engine parts fell off. This was discovered during use in a case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure of the device is user error, specifically mishandling the device. Device manufacturing date was october 26, 2022. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.